Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that fibrin was discovered in the sample. Once the sample was cleared of fibrin, it resulted as expected. The cause of the discordant hcg result was poor sample integrity. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, false negative hcg result was obtained on one patient sample on a dimension exl 200 instrument. The discordant result was reported to the physician(s), who questioned it because it did not match ultrasound results showing the patient was pregnant. The sample was repeated on the same instrument and resulted negative again. The operator then inspected the sample and saw fibrin. The sample was cleared of the fibrin and then repeated twice on the same instrument, resulting as expected. The first repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant hcg result.